Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was not returned for evaluation. Belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/29/2011; electrode belt: 12/20/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. It was reported that the patient's daughter witnessed the event and called an ambulance. Review of the downloaded data revealed that the patient experienced an defibrillation event on (B)(6) 2015 consistening of three shocks. A 150j shock was delivered at 12:22pm. The rhythm at the time of the first shock was sinus rhythm at 80 bpm with polymorphic nsvt. The post-shock rhythm was nsvt @ 230 bpm transitioning to bradycardia at 35 bpm. Polymorphic nsvt contributed to the false detection. The patient then received an appropriately delivered shock at 12:23:51. A 150j shock was delivered during ventricular fibrillation. The immediate post-shock rhythm was asystole. At 12:22:34 a non-treatable rhythm was detected. A third 150j shock was delivered at 12:37 pm. The rhythm at the time of the third treatment was bradycardia at 30 bpm with ventricular bigeminy. The immediate post-shock rhythm was asystole. A non-treatable rhythm was declared at 12:38:48. The response buttons were not pressed during the entire event. The patient was taken to the hospital and CPR was administered. The patient later passed away on (B)(6) 2015 at 14:20.